Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the ilet device appeared to power off immediately after home charging, but when the case was removed and the device was placed on the charging kit under supervision it held a charge and was observed for 10 to 15 minutes, indicating a charging and power retention concern related to the battery or external power interface, with no alerts or alarms and no impact to blood glucose as the user was in training. Symptoms included no adverse clinical effects. Outcomes included no change in the user¿s condition and no need for medical intervention. Investigation included user troubleshooting and education with real-time functional check while charging. Investigation of this case revealed that the device resumed expected charging behavior after removal of the case and proper placement on the charging kit. It was concluded that the event was consistent with user-dependent charging configuration and that the device functioned as intended after guidance.